Event description:
Device 3 of 5. Reference MFR report# 1627487-2013-20639, 20640, 20637, 20636. It was reported the scs system was explanted and replaced on (B)(6) 2012. The reason for the procedure is unk.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.